Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low unipolar lead impedance warning, a polarity switch, oversensing of noise seen on apparent false episodes and reducing p-wave amplitudes. It was also reported that the right ventricular (rv) lead has chronically low r-waves, dropping over time. Both the ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.